Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to enter MRI mode, and received the message "MRI is not advised. There may be a problem with the implanted lead(s)." Upon further investigation system diagnostics recorded high impedances on the right lead and an x-ray showed the right lead was fractured. Therapy is working but it is unclear if it is effective. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.